Manufacturer narrative:
Manufacturing date ¿ added. Expiration date ¿ added. The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. Information available indicated that the device was confirmed to be in good condition prior to use and a 20cc syringe was used to inflate the balloon. Per the device directions for use (dfu): gently infuse balloon inflation media with 1 ml syringe until desired balloon diameter is attained." It is possible that using a 20cc syringe to inflate the balloon may have caused the balloon to rupture resulting in the reported event of balloon catheter leak. Based on the information available, an assignable cause of use error was assigned to this event.

Event description:
It was reported that the balloon was found to be leaking upon completion of the procedure. There were no reported clinical consequences to the patient.

Manufacturer narrative:
This is 2 of 2 reports. The device is not available to the manufacturer.

Event description:
It was reported that the balloon was found to be leaking upon completion of the procedure. There were no reported clinical consequences to the patient.